Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call the insulin pump alarmed a button error alarm. Customer removed the and reinserted the battery, the alarm persisted. Customer's blood glucose was 167 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.